Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a merlin.net home transmission showing nsrvo due to post-paced t-wave oversensing. The t wave oversensing was causing some loss of biv pacing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing. Programming changes were suggested. The patient condition is stable. Further information notes that changes have not been made as the patient has not presented to the clinic for the last past several appointments. The device remains implanted.